Manufacturer narrative:
Unit passed selftest, a21 error test, rewind, basic occlusion test,occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected a21 error alarms noted. Unit received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with cracked case at display window corners. Unit received with scratched lcd window. No unexpected time or date reset anomaly noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm and keypad anomaly. The blood glucose at the time of the incident was 367 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.